Event description:
Revision surgery - this is the pt's second revision surgery. During the first, the surgeon implanted a hemi, but this caused the pt's bone to wear. The surgeon then performed a second revision to add a pegged glenoid.